Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump had no button response due to corroded keypad traces. Unable to test for the motor error alarm due to no button response. The motor was tested outside of the device, and it passed. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. No further information reported.